Manufacturer narrative:
Device was used for treatment, not diagnosis. Veitch, s.w., stroud, r.m., toms, a.d., (2010). Compaction bone grafting in tibial plateau fracture fixation. The journal of trauma injury, infection, and critical care, 68, 980-983. United kingdom. This report is for unknown lcp proximal tibial plate used as a buttress with locking and non-locking cortical screws proximally and locked screws distally, unknown quantity, unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received: "this report is being filed after the subsequent review of the following literature article: veitch, s.w., stroud, r.m., toms, a.d., (2010). Compaction bone grafting in tibial plateau fracture fixation. The journal of trauma injury, infection, and critical care, 68, 980-983. United kingdom. The authors retrospectively reviewed the early clinical and radiologic results of compaction morselized bone grafting (cmbg) for displaced tibial plateau fractures using fresh-frozen allograft performed on eight (8) patients. An ao locking compression plate (lcp) proximal tibial plate (synthes inc., west chester, pa) was used as a buttress with a mixture of locking and non-locking cortical screws proximally and locked screws distally. One patient died of an unrelated cause 3 months after surgery and one patient failed to attend follow-up clinic. After follow-up was performed on the remaining six patients (3 males and 3 females, average age was 42 years (range, 37-78) and the mean time to follow-up 15 months (range, 12-19) after surgery. Of the 8 patients 1 experienced complications: (si). One patient, a (B)(6) year old male (case 2), sustained a highly comminuted lateral plateau fracture (with 16mm joint depression) after a severe injury, and although initial radiographs showed a satisfactory reduction, follow-up scans showed 5 mm of subsidence and a valgus deformity of 15 degrees. The patient underwent a distal varus corrective femoral osteotomy 15 months after surgery and chondral transplantation surgery to his lateral tibial plateau. A copy of the literature article (or abstract) is being submitted with this medwatch. This is report 1 of 1 for (B)(4). This report is for an unknown lcp proximal tibial plate used as a buttress with locking and non-locking cortical screws proximally and locked screws distally and refers to a patient experiencing valgus deformity of 15 degrees and his undergoing a distal varus corrective femoral osteotomy.